Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt was found unresponsive and was pronounced dead at her home. The investigator reported that "a boatload of medications" was found at the pt's home including: soma, klonopin, amitryptiline, valium, dilaudid, promethazine with codeine; restoril, phenytoin, cyclobenzaprine, advair and singulair. The pt was prescribed antiseizure medication due to two seizures approximately 3 years ago believed to be due to abrupt cessation of valium. The hcp confirmed with the case investigator the medical examiner's office that the pt was receiving morphine sulfate 40 mg/ml at a daily dose of 15 mg. 11 mls of drug were aspirated from the pump at the me's office prior to return of the pump for analysis. The cause of death is pending results of pump analysis and toxicology testing which included blood and urine, to his knowledge. Final autopsy report results have been requested.